Manufacturer narrative:
Pentax video colonoscope model epk-i5000 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to low light intensity of the lamp. It is random failure. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The light source was low. Doctor could not observe clearly.